Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (revascularization). (B)(4).

Manufacturer narrative:
Additional information: approximately 34 months post first intervention, occlusion of the left sfa and popliteal occurred and revascularization was carried out a month later using a non-medtronic balloon and an in.pact admiral device. Patient recovered. Investigator assessed that the event is not related to the device or procedure. (B)(4).

Event description:
The patient had complete se stent implanted in the left sfa on an unknown date. Patient suffered instent restenosis on (B)(6) 2012 and was treated with 3 in pact admiral drug coated balloons in the target vessel. Approximately 10 months post intervention the patient had a revascularization of the left sfa using a non-medtronic balloon. Outcome was resolved. 17 months post first intervention patient suffered in stent restenosis of the left sfa / popiteal and was treated with one in pact admiral drug coated balloon. Outcome is resolved.